Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional and arrhythmia alarms) was due to a defective front response button, causing it to be non-functional. The front response button metallic dome was damaged, causing fault. The root cause of the damaged dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning and experiencing arrhythmia alarms.